Event description:
New information received notes that the atrial lead was functioning fine prior to the procedure. The ra lead was attempted to be extracted via laser in order to be able to explant the rv lead. However, the junction of the svc/right atrium was too tight to get the laser down, and therefore, ra lead was capped. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead was capped and replaced on (B)(6) 2018 due to an unspecified issue. Patient was stable.